Event description:
It was reported by a neurologist via clinic notes that he was unable to interrogate the vagus nerve stimulator (vns) device due to "some technical difficulties." Manufacturer's representative visited physician's office and identified that his vns system was working fine and did not identify any issues with the programming history. According to pt's caregiver (i.e. Father), pt's voice still changes which indicates that the device works. Pt's grandmother stated that pt had small seizures but her father disputed it. Good faith attempts to obtain more info have been unsuccessful to date.